Manufacturer narrative:
The product was not returned. The file indicates the use of an unspecified cartridge. It is unknown if qualified products were used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states surgeon explanted the iol and implanted another of the same model and power. The surgeon is "ok" with results.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic was stuck in the cartridge, when the surgeon tried to release the haptic using forceps he cut the haptic. The surgeon elected to implant the iol but after the surgery it was noted that the iol was decentered. An explant of the iol is planned. Additional information has been requested.